Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette the correct amount of lyse buffer in well positions b9, c9 and d9 and did not give an error message. An ortho field service engineer was dispatched and duplicated the problem. The fse replaced all tip clamps and compression springs and inspected all plunger clamps. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03251-06.